Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was off and required re-calibration. The user attempted to calibrate the stylus and switched out the stylus for a different one, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: stylus was confirmed to be misaligned with cursor. The connection between the display overlay and printed circuit board (pcb) was r e-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-04: the programmer was returned for service.